Event description:
It was reported that during a device change out procedure, the right ventricular (rv) lead was connected to the new device and when impedance measurements were checked there were no values for the svc coil. It was determined that the svc coil was not working. The physician elected to program the svc coil off as defibrillation thresholds were successful and all other lead measurements were within range. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).